Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The reported flow transducer test failure during pre-use check could be duplicated. The metal ring of the nozzle unit in the gas module was found broken. The provided picture confirmed the broken nozzle unit. The replaced after replacement of the nozzle unit, the ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. No logs were received and the replaced nozzle unit was disposed of and not returned for investigation, therefore the root cause for the reported problem could not be determined.